Event description:
Additional information was received from a healthcare provider regarding a patient who was receiving normal saline via an implantable pump for intractable spasticity and familial spastic paraparesis. It was reported that the healthcare provider (hcp) stated that they were trying to do a permanent shutdown on the patient's pump because they had been seeing silent pump failure. The hcp stated they've been aspirating the same amount of medication they put in, they tapered the medication down and switched to normal saline, and they planned to terminally shut down the pump now. The hcp confirmed there are no motor stalls showing on the controller. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000mcg/ml at 118.5 mcg/day) via an implantable pump. It is reported that the pump's reservoir has their second pump reservoir discrepancy. The first time was last year, but the patient was not medically cleared for revision and early replacement indicator (eri) is in 2027. The pump was last refilled in (B)(6) 2025 with 40cc. The patient showed no signs of withdrawal at that time. The account says her tone (or lack thereof) and non-existent withdrawal symptoms did not warrant revision. There was no indication in her logs of motor stalls without recovery after, no other indications of pump failure. The patient was filled again on 2026-(B)(6). A total of 37 cc of medication was aspirated, while 23cc was expected. They then filled the pump with only 20 cc on 2026-(B)(6). This is directly from the account: "logs are unremarkable. We have not done a dye study." They checked the logs for any alerts and no alerts displayed, switched to 500 mcg/ml concentration, terminal shutdown after down taper as there really was not a clear indication for the pump at this time (especially if no tone was not getting any itb over the past 6-8 months). There were no known environmental/external/patient factors that may have led or contributed to the issue. If she does not tolerate the decreases / down taper than they will pause and consider a dye study if they can arrange it with interventional radiology prior to revision. The issue was not resolved at the time of the report. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and confirmed by the healthcare provider (hcp). It was reported that diagnostics/troubleshooting involved the patient's daily dose being decreased by 15% and their next expected refill date is (B)(6) 2026. The hcp reported "given they had no tone, we continued with dose decreases they were lost to f/u after that d/t hospital admissions". It was reported that at the patient's (B)(6) 2026 refill, it was previously programmed and filled to 40ml, they expected 23ml, and the actual residual volume was 37ml. At the patient's (B)(6) 2025 refill, the expected residual volume was asked but unknown, and the actual residual volume was 37.5ml. Actions and interventions performed to resolve the issue included filling the patient's pump with 20ml on (B)(6) 2025. The hcp saw the patient again on (B)(6) 2025 and 18.5ml was aspirated while 15.6ml was expected. 40ml of baclofen at 2000mcg/ml concentration was then filled. It was unknown if the issue was resolved but the volume would be checked at the next refill. The rep later clarified that the patient's pump/therapy was not causal or contributory with respect to the patient's hospital admissions and having no tone. No pump device/therapy interventions were applicable. Though the pump device/therapy was not related, it was indicated that the issue relating to their hospital admissions had not resolved.